Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/30/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 42 (force overload tripped) message after performing only one compression. This occurred after a user advisory 45 (not at "home" position after power-on/restart) fault was cleared. There was no report of any patient involvement. No further details were provided.